Event description:
During a laparoscopic sigmoid resection procedure, division of the bowel at the rectosigmoid junction with the device and a blue cartridge. First cartridge-no problems. Second cartridge-no problems, but the bowel still not divided. Third cartridge and the bowel is divided. After extracorporal division of the proximal bowel, the distal resection line was incomplete, with an approx 10 mm defect in the stapler line. At attempt to intracorporal end to end anastomosis, a corresponding defect in the rectal stapler line was discovered. The operatioin was completed with through a pfannenstiel incision with resection of proximal 40 mm of rectum and anastomosis. When firing the stapler cartridges there was no resistance. No pt consequence.